Event description:
Info rec'd indicates, the siderail is not latching properly. The siderail will lower w/o releasing the latch handle.

Manufacturer narrative:
The technician cleaned the siderail latch components to repair the bed.